Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, late stent thrombosis and a myocardial infarction occurred. The patient presented with headache, fever and chest pain. A CT scan and echocardiagraphy revealed a pericardial effusion. A 3.0x16mm taxus express2 drug eluting stent was deployed in the lesion in the mid left anterior descending artery. No patient injuries or complications were reported. Fourteen months post procedure, the patient presented with a myocardial infarction due to in-stent thrombosis of the prior placed stent. The following day the patient underwent further stenting with a non bsc device. No further patient injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.